Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "scan again in 10 minutes" message with the adc device. The customer indicated that due to this issue, they experienced hyperglycemia and required treatment of insulin by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a "scan again in 10 minutes" message with the adc device. The customer indicated that due to this issue, they experienced hyperglycemia and required treatment of insulin by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted using approved software. Observed sensor signal low error message, drop in glucose values and temperature which is evidence that the user removed the sensor early. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h-10 inadvertently omitted the following comment in the previous initial report. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor.